Event description:
It was reported, the rigid endoscope sheath's beak was damaged. The issue occurred during cleaning after an unspecified therapeutic procedure. The intended procedure was completed. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device evaluation found; the beak was damaged, the sealing ring (grey) was discolored, and the sealing ring (yellow) had cracks. Based on the results of the investigation, it is likely that the following led to the malfunction: thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock, or similar stress. The discoloration of the sealing ring was caused by wear and tear or lack of maintenance. A damaged sealing ring may cause a leakage at the inner sheath in a high probability. This issue is addressed in the instructions for use (IFU): 4. Before use warning: infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.